Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-30783 and 3006705815-2020-30785 follow up information received identified the patient's entire scs system was removed. There were reportedly no complications during the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2020-30783 and 3006705815-2020-30785. It was reported the patient was not satisfied with the scs system because he was not receiving effective stimulation therapy. Reportedly, the system was reprogrammed multiple times without success. Surgical intervention to remove the patient's scs system may be taken at a later time.